Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, customer experienced a "minimum fill issue" when a full cartridge was loaded. Customer declined a follow up from tandem technical support. There was no reported impact to customer's blood glucose level.